Event description:
It was reported to philips that the customer said the rl or v5 lead will stop. If they jiggle the leadset, it will come back on. He has tried several leadsets, all do the same thing on this mrx. There was no reported adverse patient impact.